Event description:
According to the reporter: occurred during a mini gastric procedure. When the reload was loaded onto the powered stapling handle, noticed that there were staples that had formed at the beginning of the cartridge and it did not fire. The surgery time was extended by thirty minutes or more. There was no patient harm.